Event description:
It was reported that patient was undergoing a stent placement to the left anterior descending (lad). Lad perforated, pt "tamponaded." Performed pericardial sentises & CPR for 15 mins. During CPR, balloon was inserted for hemodynamic support. Insertion of intra-aortic balloon (iab) occurred 10 mins into CPR. They experienced difficulty positioning tip of iab to approx second intercostals space. Iab would not advance past mid thoracic region (distal tip of balloon stuck in sheath). There was no visible obstruction. Initiation of intra-aortic balloon pump (iabp) during CPR with difficulty tracking arterial pressure trigger. CPR continued for five mins after the iab insertion until normal rhythm returned to the heart. Immediate kinked catheter alarm, iab volume was lowered. Iabp alarmed two more times until volume was lowered to 30cc or lower. Pt was taken to surgery for emergent coronary artery bypass graft. No blood in iab was observed in cath lab to the time that pt was prepped for surgery. At no time, did the blood back alarm trigger. Pt was heparinized & placed on bypass. Aortic cross clamp was applied; cardioplegia was used to arrest the heart. Iabp was placed on standby during cross clamp period at the surgeon's request (no internal counterpulsation was used). Approx 40 mins into the cross clamp time iabp alarmed "cpu failure." Pressing reset did not silence alarm. Main power was turned off. At which time, a solid column of blood was noticed in the driveline, all the way to iabp console. Driveline was removed & blood continued to leak; clamp was applied to stop leak. Surgeon was notified & sales rep was called immediately. Of note, cross clamp time in which iabp was on standby mode, the pressure trigger would switch from fiberoptix sensor (fos) to transduced & no alarm would sound. The pressure trigger was manually turned back to fos. It did this a total of three times in 15 mins. Iab was removed in the or, prior to the end of the surgery. Another iab was not inserted at that time. Reference MDR #1219856-2010-00365 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.